Event description:
Account alleged brakes not working.

Manufacturer narrative:
Technician found brake/steer caster and brake caster would swivel, failing to lock. Technician replaced casters to resolve. No injuries reported.